Event description:
Customer reported that the osp was not rinsing in position 4. There was no alarm or error message. Field service engineer found pump was stuck. No death or serious injury was associated with this incident.